Manufacturer narrative:
Reporter's phone number: (B)(4). This device was returned for maintenance. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that from (B)(6) that during equipment maintenance, it was observed that the battery handpiece device was leaky. It was also reported that device failed pretests for check for leakage, check falling out protection (steal ring) and check for roundness. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.